Manufacturer narrative:
Device eval by MFR.: the returned device consisted of a watchman flx delivery system with the implant detached, and blood in the device. Inspection of the device found numerous kinks in the sheath. Microscope inspection found tip damage as there were abrasions on the inside of the sheath tip. The implant frame was damaged, and an anchor was hooked through the fabric causing crossed struts. Device functionality was carried out by re-attaching the implant to the core wire. The implant screwed onto the core wire tip easily, and without resistance. There were no tactile difficulties threading or unthreading the implant to its limit and the act of threading and unthreading the implant was smooth throughout the thread mesh. Tensile force was applied to the implant, and the threads provided secure attachment between the core wire and the implant as evidenced through loads high enough to alter the shape of the implant. The implant released from the core wire after five full rotations. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. B2 date of death: estimated as 3 weeks post procedure.

Event description:
It was reported that the device became detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was then deployed in the laa. While the physician was adjusting the closure device it became detached from the core wire of the wds. The physician made multiple attempts at retrieving the closure device using a snare but was unsuccessful. The closure device became stuck in the femoral vein of the patient. A vascular surgeon conducted additional surgery to remove the device. It was further reported that three weeks post procedure the patient died. Prior to the left atrial appendage closure procedure, the patient had pneumonia. The symptoms of the pneumonia worsened due to the additional surgery, extended duration of the procedure, anesthesia, and the intubation. The official cause of death of the patient was due to pneumonia.

Event description:
It was reported that the device became detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was then deployed in the laa. While the physician was adjusting the closure device it became detached from the core wire of the wds. The physician made multiple attempts at retrieving the closure device using a snare but was unsuccessful. The closure device became stuck in the femoral vein of the patient. A vascular surgeon conducted additional surgery to remove the device.